Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that it was reported that while at the MRI center, the medtronic rep had a few minutes with the patient to ensure the device is off. The n¿vision 8840 was used to verify that the device is off. An impedance check was performed and impedances >4,000ohms was seen in all combinations of electrodes when tested at 1.0v, 1.5v and 2.0v. Informed patient¿s daughter that there is an issue with the lead and to followup with her physician. . Patient¿s daughter also stated that the patient has fallen more than once.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 3889-33 lot# va0wtzm serial# implanted: (B)(6) 2016 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va0wtzm, ubd: 15-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) replied that the cause of the high impedance was not determined. When asked the most likely cause the rep responded that the patient has a history of falls which may have contributed to the high impedance issue. The rep responded that the fall's effect on the implant was not determined. The rep reported that the patient¿s daughter scheduled an appointment for the patient with a new physician on (B)(6) 2022. The patient¿s daughter will attend the appointment with the patient and discuss next steps with the physician.